Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints. Based on the information provided, the reported difficulties appear to be due to case circumstances. The omnilink stent delivery system (sds) failed to cross an unspecified lesion due to resistance with the anatomy. During removal, force was applied due to resistance with the anatomy and the stent dislodged (moved) proximal to the balloon. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The absolute pro device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a heavily calcified lesion in the superficial femoral artery (sfa) and another unspecified artery. A 6.0x19mm omnilink elite stent delivery system (sds) failed to cross an unspecified lesion due to resistance with the anatomy. During removal, force was applied due to resistance with the anatomy. When the catheter was removed and the device was outside the patient, it was noted that the stent moved on the catheter (proximal to the balloon). Nothing remained in the anatomy. Following several pre-dilatations, a 5.0x150mm absolute pro self-expanding stent system (sess) was advanced to the sfa; however, resistance with the anatomy was felt. An attempt to deploy the sess was made, but there was resistance with the thumbwheel and force was applied. During resistance, the handle slightly opened. The thumbwheel could not be moved anymore; therefore, the sess was pulled, and the stent finally deployed at the target lesion and it extended up to the iliac artery. The procedure was successfully completed with the deployment of the stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.